Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. After the user verified the time and date of the pump, the device suddenly lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: there was rebooting observed in the black box. A low battery warning was confirmed on (B)(6) 2013 at 1:37pm. The rebooting is preceded by a replace battery alarm on (B)(6) 2013 9:109m. The voltage in the black box is low. There was no damage found to the battery compartment. Battery cap contact height and width was within specifications. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit.